Event description:
The recipient is reportedly experiencing pain. A x-ray inspection confirmed device migration. Revision surgery is scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information section: h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient's repositioning surgery was cancelled. The recipient has reportedly resumed use of the device without issue. The recipient remains implanted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.